Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, when the smart 120/150 vascular 6 x 150 stent delivery system (sds) was removed from its pouch, the outer sheath was noted to be slightly retracted and the distal end of the stent was exposed by several millimeters. A same size smart stent was used to complete the procedure successfully. The product was not clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (lsfa). The lesion was reported to be: a 90% stenosis, heavily calcified and moderately tortuous. Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The device hemostasis valve was not noted to be open when they opened the packaging. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected prior to use and appeared to be normal/nothing unusual noted about the stent delivery system prior to use. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
A report was received that the outer sheath of a 6 x 150mm smart vascular stent delivery system (sds) was slightly retracted when the device was removed from its¿ pouch. In addition, the site noted that the distal end of the stent was exposed by several millimeters. The site reported that the device had been stored according to the instructions for use (IFU) and that no damage was noted to the packaging. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. No difficulty was experienced while removing the device from the packaging with an un-opened hemostasis valve. No other anomalies were noted on the device when it was inspected and no issues were reported while prepping the device. Prior to using the device, the site noted that the outer sheath was slightly retracted and the distal end of the stent was exposed. The device was exchanged prior to clinical use for another 6 x 150mm smart sds with no reported patient injury. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are instructed to carefully inspect the packaging and device for any damage and to not use the device if they suspect that the sterility and/or device performance has been compromised. Users are to flush the tuohy borst valve with heparinized saline using a 3cc syringe to expel air. They are then instructed to lock the valve and continue flushing until the heparinized saline weeps from the distal catheter end. Prior to advancing the catheter into the patient, users are instructed to evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. They are further instructed to not use the device if the stent is partially deployed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.